Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon receiving additional information.

Event description:
While in use on a patient, the intra-aortic balloon pump (iabp) generated a "blood in the system" alarm. Although, there was no blood found in the iabp. Afterwards, the iabp could not be filled automatically, and required to be filled manually. Upon concluding the manual filling process the iabp ran without further issues. There was no patient injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not confirmed. It was later reported that the iabp related to this event was either (B)(4). The getinge field service engineer (fse) evaluated the iabp and could not reproduce the reported malfunction. The fse also confirmed that there was no blood present in the iabp, and that there was no evidence of a ¿blood back alarm¿ in the diagnostic fault logs. However, the fse did perform the software retrofit field corrective action by installing the new datasettes as per service bulletin and instruction on both iabp's. The iabps passed all calibration, functional and safety tests to factory specifications. The iabps were subsequently returned to the customer and cleared for clinical use. A company representative from business unit in germany provided contact information and the complete address of the facility. The initial reporter was reported to be, (B)(6).

Event description:
While in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "blood in the system" alarm. Although, there was no blood found in the iabp. Afterwards, the iabp could not be filled automatically, and required to be filled manually. Upon concluding the manual filling process the iabp ran without further issues. There was no patient injury or adverse event reported.